Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Initial notes: cust states her husband has a minimed pump from medtronic & he received a recall notice for the infusion set & states all of his infusion sets are in the recall list. Cust states her husband has been experiencing issues after an infusion set change. Inquired what led up to the complaint. Customer response: cust states he has been experiencing low bg after site change. Low bg t/s per (B)(4). Patient's bg at time of incident: 48-57 mg/dl. Patient's current bg: 100-130 mg/dl. Patient has treated with food. Patient has been experiencing low bgs for 1 1/2. Item - 'advise customer to disconnect from the pump' reason not completed - cust states they are at the store unable to do that right now. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. Customer states the most recent set change was: (B)(6) 2017. The patient was disconnected during the rewind/prime sequence. Inquired if insulin type and concentration is correct based on hcp guidance. Customer response: correct . Item - 'review pump programming' reason not completed - does not want to review . Customer reports they are unsure if the programming is accurate. Customer's outcome pertaining to the complaint: cust states they do not want to ts for low bg. Additional notes: advised cust as per (B)(4) that the infusion sets he has are out of stock reason a box has not been released. As soon as we have some available, we will ship one box out to them right away. Advised cust to refer to back-up plan per hcp instructions in the mean time. Ship: nothing / return: nothing. Initial notes: cust states her husband has a minimed pump from medtronic & he received a recall notice for the infusion set & states all of his infusion sets are in the recall list. Cust states her husband has been experiencing issues after an infusion set change. Inquired what led up to the complaint. Customer response: cust mentioned sometimes when he is doing priming, insulin is squirting prime rewind t/s per (B)(4). Customer states insulin is "squirting out" during the manual prime process. Customer is not calling for technical troubleshooting. Customer's outcome pertaining to the complaint: cust states they do not want to do any ts for this right now. Ship: nothing / return: nothing.